Event description:
It was reported that the patient underwent a cervical procedure, using anterior fixation. At unknown time post op, it was noted that a screw backed out. A revision surgery was performed to remove the screw.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.